Event description:
Early unexpected battery depletion. Sudden unexplained drain in battery of pacemaker. Device was evaluated on (B)(6) 2009 and battery was at unit life with a magnet rate: 100 and a projected longevity of 4.5 years. Atrial lead pacing threshold was high so the output was reprogrammed to max. He only paced 21% in atrium. On (B)(6) 2010, he complains of low energy, fatigue. Device revealed it had gone to eol on (B)(6) 2010 and reprogrammed to break up packing vvi 50 bpm. Dates of use: (B)(6) 2005 - (B)(6) 2010. Diagnosis or reason for use: complete heart block.